Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745 controller (s/n (B)(6)) revealed that the lcd broken/damaged and the connector pins were broken. The unit was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative (pt rep) regarding an external device. The reason for call was that they tried for three hours on saturday to charge the controller as the controller battery was in the red and after about two and a half hours the controller light was flashing green and the controller charged overnight so they were able to recharge the ins. Caller said when they tried to recharge the controller last night the controller wouldn't do a thing and the controller was down to 40% and the controller would not charge from the wall. Caller said that the ins was down to 60%. Patient services (pss) had the caller remove the battery pack from the controller and connect the controller to the ac power supply; caller said that the controller did not power on. Caller confirmed seeing the ac power supply green light on. Caller said that the ac power supply and controller port connector pins looked straight. The issue was not resolved. A replacement controller and ac power supply was sent out. Caller noted that the pt had severe s1 nerve root inflammation so to have the pain signals intercepted was very helpful to the pt. No symptoms were reported.